Event description:
It was reported to boston scientific corporation that a wallflex partially-covered esophageal stent was used during a cervical esophagus stenting procedure on a female pt. According to the complainant, the wallflex partially-covered esophageal stent was successfully placed. Good deployment and positioning was noted under x-ray. The pt left the hospital in good condition the day of the procedure. Upon arrival at the parking lot, the pt felt sick, her lips turned blue and she became unconscious. The pt totally recovered after a few minutes, however, she was admitted to the hospital for observation. After physical examination, EKG and x-ray, the cardiologist did not find any heart pathology. However, one day later in 2009, the pt developed a fever with some dyspnea. Antibiotic therapy was started under suspicion of pneumonia. In the next day, the pt developed further dyspnea, and subsequently died. The cause of death was reported as aspiration pneumonia, after stent placement in the cervical esophagus.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.